Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. The customer's blood glucose value was unknown at the time of the incident. The customer stated that the battery area was chipped, the battery life was 7 days or less at this point, had unexplained no delivery alarm, and was slower to rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. No unexpected low battery alarm noted. No motor anomaly noted during testing including the rewind test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive or motor anomaly or charge or battery anomaly noted during testing. The motor was tested outside of the unit and passed. All buttons function properly. No button error alarm noted during testing. No damage noted on the keypad traces or on the keypad dome switches. Device uploaded properly using carelink. Device had broken battery tube threads, minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked reservoir tube, scratched reservoir tube window and a partially broken off reservoir tube lip.